Event description:
Pt was revised due to the lag screw cutting out.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Although the complaint is non-verifiable, initial placement and bone quality are contributing factors. The exact root cause cannot be determined with evaluation of the x-rays. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.